Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that she experienced hypoglycemia. Customer¿s blood glucose level was 3 mmol/l. Customer reported that sensor failed and went to insert a new sensor and found that the sensor feature had been turned off. Customer stated that the sensor feature turned it on and sensor started working. The insulin pump will not be returned for analysis.